Manufacturer narrative:
Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 15-jan-2023, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 15-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon checking impedances, it was found that there were opens on contact three bilaterally. The session report showed left and right monopolar 3 >5k, all bipolar contact 3 pairs >10k. Impedances measured at 3.0v showed all bipolar 3 were 27.7k and red "x" high. The surgeon disconnected, cleaned, and suctioned the connections at both the battery and the lead to extension connection, but the issue remained. The surgeon then tested the leads using the twistlock kit and the high impedances remained, indicating the open circuits were within the intracranial leads. The surgeon left the system as is and it will be programmed around this contact. The issue was not resolved. Additional information was received from a manufacturer representative (rep) reporting the cause of the high impedances in the leads was not determined.